Event description:
It was reported that the trial patient was doing an advanced trial that started 5 days ago. Two days ago the manufacturer representative called and the patient changed to program 2. The patient went back to program 1 because program 2 was not effective for their symptoms. The patient thought they might have had a yeast infection and took a yeast infection pill yesterday. The patient felt a little better today but thought they needed to change their program. The patient had a call into their health care provider (hcp) but had not heard back from them yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).